Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) reached elective replacement indicator (eri) sooner than expected. There is evidence that suggests that the device is exhibiting premature battery depletion (pbd). Additionally, due to a patient condition there is no plan to explant and replace the device. No adverse patient effects were reported.